Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to perform diagnostic interpretation, due to possible telemetry interruption during interrogation. The ipg remains in use. No patient complications have been reported as a result of this event.